Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened pouch. Analysis and results: there are no previous complaints of this code batch, the (B)(4) units were manufactured and distributed, there are no units in stock. Received one closed sample. Tightness test to the sample received has been performed and the unit is tight. Tested the needle attachment of the sample received and the result fulfills the OEM requirements. A minium of five samples would be preferred because this is the minimum number of units that is required by the (B)(4). Final conclusion: complaint is not justified. Corrective/preventive actions: n/a.

Event description:
Country of complaint: (B)(6). Needle detachment.